Manufacturer narrative:
(B)(4). The customer did not return the test strips.

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4).. The customer initially tested on the meter at 11:09 a.m. And the result was 7.2 inr. At 3:33 p.m. He tested on the meter again using a new finger and the result was 3.4 inr. The customer thought the result of 7.2 inr was incorrect, but reported both results to his doctor and his waiting to hear from his doctor. The customer stated the test strips had been kept in the storage area of a camper with high humidity due to dripping water. The customer indicated the strips were not wet or directly exposed to water. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer currently feels good. The customer is not anemic, is not taking direct thrombin inhibitors and has no antiphospholipid antibodies. There have been no changes to his warfarin dose, no new medications, no diet changes, no additional illnesses and no signs of abnormal bleeding or bruising. The meter and strips were requested for investigation. The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.6 donor #1 hct: 47% donor #2 inr: 4.7 donor #2 hct: 50% donor #1 master lot: 2.7 inr donor #1 customer¿s meter and master lot: 2.6 inr donor #2 master lot: 4.6 inr donor #2 customer¿s meter and master lot: 4.6 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.